Event description:
It was reported to arjohuntleigh vigilance ((B)(4)) that there was a near topple of the arjohuntleigh alenti bathing hoist with a patient on it. No injury, nurse managed to push it back. A third party service provider had inadvertently fitted replacement legs (post (B)(6) 2007) to the chassis incorrectly so that the sweep of the legs were positioned facing inward thus reducing the stability.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc. On behalf of the manufacturer arjo (B)(4). Additional information will be provided upon conclusion of the manufacturer¿s investigation.